Event description:
It was reported that on (B)(6) 2011 the patient was transported to the emergency room with a blood glucose level of 839 mg/dl. The patient was admitted to the ICU and treated intravenously with insulin. The reporter, a nurse, refused to troubleshoot the pump with customer support, and provided no further information. Customer support contacted the patient's wife multiple times to obtain and verify information; however has not been able to reach her. No information was provided about the pump or the patient's status prior to the reported event. The patient allegedly was hospitalized with blood glucose levels indicative of severe hyperglycemia and received treatment with insulin while using the pump, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no alarms or pump conditions representative of a pump malfunction. A review of the total daily dose history from (B)(4) 2012 through (B)(4) 2012 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.